Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection of the device found the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During the initial implant procedure, while attempting to reposition the leadless pacemaker (lp) the helix was stretched. The lp was explanted and a new lp was successfully implanted to resolve the event. The patient was in stable condition.